Event description:
Caller reported an error with the continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and assisted the caller through the process, after which the error did not reappear. The customer was advised to wait 20 minutes before starting a new sensor session and confirmed understanding of the instructions.